Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent fusion surgery. Per operative notes,¿ the allograft cancellous chips were mixed with rhbmp-2/acs sponges and placed posterolaterally over the transverse processes and sacral ala. The final tightening was performed. A jackson-pratt drain was then left in place and tunneled out through a separate incision. The wound was closed in the usual manner using vicryl for the muscle and fascia, 2-0 vicryl for subcutaneous tissues, and 3-0 nylon for the skin. ¿ no intra-operative complications were reported.